Manufacturer narrative:
Additional information: lot # from: unknown. To: 3000096071. Serial # from: unknown. To: (B)(4). Exp. Date from: [blank] to: 05/06/2022. Manufacture date from: [blank] to: 05/06/2019. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Two kinks were located on the catheter tubing approximately 66.0cm and 76.7cm from the iab tip. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated approximately 30.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting extracorporeal and extender tubing was performed and a leak was confirmed at the inner lumen separation site the break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab), the inner lumen separated. Blood was seen in the tubing. The customer inspected the balloon after removal, it appears that the tubing inside the balloon fractured. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab), the inner lumen separated. Blood was seen in the tubing. The customer inspected the balloon after removal, it appears that the tubing inside the balloon fractured. There was no reported injury to the patient.